Manufacturer narrative:
Records indicate this right ventricular (rv) lead remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements and noise with oversensing and pacing inhibition that was reproducible with isometrics. No asystole was noted. A revision procedure was performed to replace the rv lead, however high shock impedance measurements were also observed with the new lead and chronic device, so the physician opted to replace the chronic ICD. The new device was connected to the chronic rv lead and impedance measurements were then within normal range. This chronic ICD was explanted and the newly implanted rv lead was also extracted prior to pocket closure. No additional adverse patient effects were reported.